Event description:
It was reported that when a patient presented in clinic during follow up, implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No further information is available.